Manufacturer narrative:
This second follow-up is to explain, why there was initially a first follow-up submitted. The initial MDR was sent through the incorrect company's webtrader. And in section b5 that company was listed instead of zyno medical. Which is the correct manufacturer. The initial reporter in e1 and the model and catalog #'s in d4 were also, updated in follow up #1. As they were incorrect on the initial MDR filing.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. This pump underwent testing by ims and was found to have a flow rate issue, requiring the pump's offset to be adjusted. A hex file was requested by the end user to calibrate the pump with an offset of 8%, even though that is what it was originally. The hex file was sent to the end user and the pump was calibrated. The device is not going to be returned. Reported issue found, device not performing to specification.

Event description:
On 02/28/2024, infutronix received a report that a pump had a flowrate issue, with possible 08% offset. The infusion cannot resume without causing delay in treatment. No patient harmed. Device was requested to be returned for further evaluation

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. This pump underwent testing by ims and was found to have a flow rate issue, requiring the pump's offset to be adjusted. A hex file was requested by the end user to calibrate the pump with an offset of 8%, even though that is what it was originally. The hex file was sent to the end user and the pump was calibrated. The device is not going to be returned. Reported issue found, device not performing to specification.

Event description:
On 2/28/2024, zyno medical received a report that a pump had a flow rate issue during testing and needed a new hex file sent for pump calibration. After pump is calibrated it can be used again. No patient harmed.